Manufacturer narrative:
The control printed circuit (pc) board was exchanged as a precaution. The ventilator was put back to service after successful functional tests. The replaced pc board was returned for investigation. Pre-use tests and simulated use tests were performed in a reference ventilator, but the problem could not be reproduced. Evaluation of the received device logs show that after the start of the nebulizing program, a software error alarm indicating failed handling of remaining nebulizing time were generated four times in a row. This prompted automatic restarts of the breathing subsystem to rectify the detached problem after each of these software error alarms. After four unsuccessful restarts with persistent inability to handle the remaining nebulizing time, the ventilator per design subsequently generated a technical error code indicating disabled valves. The conditions causing this problem were lost when the ventilator manually was turned off and on again (rebooted) which indicates that the cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time. In conjunction with the four unsuccessful restarts attempts, the breathing subsystem could not connect to its persistent memory which has parameter information stored. In such a situation, the ventilator will by design start up in infant patient category with default settings.

Event description:
(B)(4).

Event description:
It was reported that during ventilation of a patient, the ventilator stopped and two technical alarms were generated indicating disabled valves and an error in the internal memory. There was no patient harm. (B)(4).

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.